Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info as provided.

Event description:
The customer reported the fluoroscopic image was not visible. This issue will effectively eliminate the ability to view a real time image and prevent the system from performing it's intended purpose. No pt death or serious injury was reported related to this event.